Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was incorrectly programmed at the time of implant. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.